Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated from architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2026, sid (B)(6): initial=9.0 mg/dl /repeated on two analyzers=0.5 mg/dl sid (B)(6): initial=7.77 mg/dl /ran on (B)(6) 2026=0.51 mg/dl, sid (B)(6): initial=14.3 mg/dl /ran on (B)(6) 2026=0.89 mg/dl. Sid (B)(6): initial= 6.55 mg/dl /ran on (B)(6) 2026=0.44 mg/dl. Laboratory reference range for total bilirubin=0.01 to 1.0 mg/dl; neonate normal range=< 12 mg/dl; critical=> 13 mg/dl . There was no reported impact to patient management.